Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited sensing however, the impedance measurement had dropped and there was no capture at 7v. It was suspected that the lead had dislodged. Subsequently, this rv lead was repositioned mid septum. No additional adverse patient effects were reported. This device remains in-service.